Manufacturer narrative:
Age at time of event: over 80 years. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-00870, 2134265-2011-01122, 2134265-2011-01123. It was reported that during a carotid stenting procedure, the patient experienced slow flow and a stroke. The procedure treated the 80% stenosed, long target lesion located in the mildly tortuous and severely calcified common carotid artery to the internal carotid artery. Treatment utilized a filterwire ez and consisted of pre-dialtion with a 3.0x30mm sterling balloon, the placement of a 10x31mm carotid wallstent and post dilation with a 4.5x30mm sterling balloon. It was noted that the vessel was "opened as intended" after the procedure. After placing the carotid wallstent, angiography revealed slow flow due to a plaque shift. The patient experienced progressive yawning and palsy after the procedure and was given medication. Four days post the procedure, the patient's condition worsened and it was reported that the patient had an extensive stroke.